Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2018 alleging the patient experienced hyperglycemia while on insulin pump therapy with blood glucose measuring 300 mg/dl with dehydration and fatigue. The patient reportedly did not receive any treatment above or beyond the usual routine of diabetes care and management. The reporter alleged the time and date reset to factory default when the battery is removed from the pump for less than 24 hours and insulin delivery programs were affected by this time/data issue. This complaint is being reported because the patient reportedly experienced serious injury while on insulin pump therapy associated with a time/date reset issue.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 03/14/2018 with the following findings: review of the black box data revealed the last basal delivery was recorded on (B)(6) 2018. Investigation was unable to verify the alleged time/date reset to default setting in the black box. The pump history showed the pump was running on incorrect date/time since (B)(6) 2017. The black box showed a power on reset event on (B)(6) 2007. When pump was powered back on, the time/date was incorrectly set to 01-jan-2007 at 22:32 and deliveries resumed. A manual date/time change was observed from (B)(6) 2007 at 06:41 to (B)(6) 2018 at 14:41. The pump was exercised for 24 hours. After 24 hours, the battery was removed for 6 hours. When the battery was reinserted after 6 hours without power, the time /date reset to default setting, duplicating the complaint. The total daily doses added up to correctly reflect the user¿s programmed basal rates. The pump passed delivery accuracy test and was found to be delivering accurately and within range. Unrelated to the original complaint, the battery compartment was noted to be cracked during the investigation.